Event description:
A customer contacted beckman coulter regarding erroneously elevated troponin (accu tni) results from multiple pt samples that were generated by the unicel dxl 800 access instrument. The customer indicated that four (4) pt samples were tested for accu tni and results of : 17.42 ng/ml, 14.09 ng/ml, 1.22 ng/ml, and 13.97 ng/ml were obtained for pts a to d respectively. Accu tni results were reported out of the lab and questioned by a physician. The customer re-tested the original samples for all pts for accu tni on a different instrument in their lab. The repeated accu tni results were: 0.02 ng/ml, 0.03 ng/ml, 0.07 ng/ml, and 0.24 ng/ml for pts a to d respectively. The customer did not receive any report of pt injury requiring medical intervention or change to pt treatment attributed or connected to this event.

Manufacturer narrative:
Qc was within customer's specs prior to the event. Although the low level qc had to be repeated to meet specs. Sys check performed before the event passed. Prior to the erroneous results obtained, customer had "wash collar vacuum under range" errors in their event log. The samples were collected in serum separator tubes and centrifuged at 4,000 rpm for 5 mins. The specimens were sampled from the primary tubes. The samples were not re-centrifuged prior to repeat testing. A field svc engineer (fse) was dispatched to the customer's lab in 2007. The fse replaced duckbill to address wash collar errors. The fse replaced aspirate probes. The fse verified instrument performance per established procedures. Hardware issues addressed by the fse may have contributed to this event. A malfunction will be assumed for the purpose of this report.